Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the returned device analysis could not confirm the reported mechanical issue and difficult to open or close. All available information was investigated, and the reported clip opened while establishing final arm angle (faa) and clip jumpiness was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported clip opened while establishing faa and clip jumping could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, reducing mr to trace. While establishing final arm angle (efaa), the clip opened about 15 degrees, causing mr to increase to 1-2. The clip was unlocked and relocked and closed. Efaa was attempted but the clip kept jumping open; therefore, the clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was deployed, reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.